Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels over 400mg/dl. The customer also reported receiving no delivery alarms. Customer declined troubleshooting. No additional information was provided.